Manufacturer narrative:
Manufacturer's investigation conclusion: ingested thrombus and peripheral thrombus could not be confirmed through this evaluation. Additionally, a direct cause of the reported infection could not be determined and a direct correlation between the heartmate 3 lvas and the reported patient outcome could not be conclusively determined. Review of the submitted lvad log file appeared to show sudden elevation of motor power and calculated average flow, followed by a period of elevated motor power, calculated average flow, rotor displacement, and rotor noise, with a decrease in calculated pi average. Additionally, multiple harmonic compensation and rotor noise flags were recorded during this time period. After the event, the log file appeared to show the pump parameters returning to baseline range for the remainder of the log file. Although a direct cause for the recorded events could not be determined, based on previous complaint experience, the captured events appear consistent with ingested thrombus passing through the pump. Despite these findings, the pump appeared to have functioned as intended at the fixed speed throughout the duration of the recorded data. It was reported that both devices stayed inside the patient and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 22dec2018. The heartmate 3 lvas IFU lists pump thrombosis and peripheral thrombosis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. The hm3 lvas IFU lists infection and sepsis as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient v/v extracorporeal membrane oxygenation (ECMO) which was discontinued and exchanged with new ones due to thrombosis on arterial side of oxygenator. Shortly after removal of ECMO, the patient's right ventricle dilated and the left ventricle collapsed. The right ventricular assist device (rvad) speed was increased from 5200 to 6000 rpm with flow elevation from 9 to 10 lpm. The rvad speed was then lowered back to 5200 rpm with limited satisfactory unloading of right ventricle. The monitored rvad power and flow increased and the patient was simultaneously administered fluids IV. The manufacturer's technical service representative reviewed the log file from rvad and observed an increase in power as well as atypical rotor displacement values. The patient was administered heparin IV with act value approximately of 200 sect. On (B)(6) 2019, the rvad pump power and flow values returned to normal. A repeat of the log file analysis by the manufacturer's technical service representative confirmed the observed values. Lab was requested for hemolysis marker. On (B)(6) 2019, the rvad values normalized and echocardiogram (echo) showed improvement. The left ventricular assist device (lvad) had no issue and had stable pump parameters. V/v ECMO support continued until the patient expired on (B)(6) 2019 due to sepsis and pneumonia which could not be overcome by antibiotic therapy.